Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user received no sensor detected alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The user complained that he has no signal; no matter the position of the transmitter since insertion. During on escalation analysis, the user was unable to maintain a stable connection between the transmitter and the sensor, with either their initial transmitteror replacement transmitter.an RMA was issued for transmitter and sensor for further analysis.in an associated complaint (complaintrec-53216) where the button on the transmitter doesn't work,an RMA was also created for transmitter, but the transmitter was received under this complaint.the dms analysis for both transmitters confirmed no sensor detected alerts, sensor connection lost alerts, that could not be reproduced in house lab testing. Log file analysis confirmed customer complaint that transmitter was unable to link sensor due to mismatch of calibration file information causing sensor error logged as rcv(receiver) frame error. The investigation determined that the sensor communicates fine and the user's issue was most likely due to a misaligned and/or deep insertion combined with errors in nfc(near field communication) auto tuning, low power/intermittent power loss in the initial transmitter.the issue was resolved after a new sensor was inserted into the user. B4. Date of this report 03 april 2025. G3. Date received by the manufacturer? 03 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 2900. H6. Component code updated to 3141. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4310.